Event description:
Related to (B)(4). The hospital reported that the hst iii system (4.3mm) could not be triggered.

Manufacturer narrative:
Trackwise ID (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Trackwise ID#: (B)(4).

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/14/2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger fully depressed and the blue safety lock was off which allows the white plunger to be depressed. The seal was observed in the delivery device in a fully opened deployed state with no visual defects observed. The seal was removed from the delivery device with no visual or physical difficulties. There were no cracks or delamination observed on the seal. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device and no specific failure reported, the complaint is not confirmed. The lot # 25162889 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process.

Event description:
N/a.